Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire was severely kinked/bent towards the distal end. The distal j-bend appeared to be slightly misshapen. Also, the proximal and distal welds appeared to be spherical and fully formed. The kink/bend in the guide wire measured 40mm from the distal weld. The guide wire total length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .797mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. Little to no resistance was observed as the guide wire passed completely through the subassembly. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the returned guide wire was severely kinked/bent towards the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician was performing the procedure according to the IFU and found that the j tip of the guidewire was bent. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the physician was performing the procedure according to the IFU and found that the j tip of the guidewire was bent. No patient harm reported. The patient's condition is reported as fine.